Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5104782) alleging an issue related to a (CPAP/bipap) device's sound abatement foam. The patient has alleged of having dry mouth, swelling, nausea, hematoma like on upper palate, burning sensation in the throat, dry cough, voice hoarseness and discomfort in the lower respiratory track. The patient also had yeast infection in mouth which led to visiting emergency department. The patient had been prescribed with loratadine, zolpidem, nifedipine, aspirin, valsartan, lipitor, atenolol, omeprazole, wixela inhub. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned.